Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during placement of epidural catheter for female patient in labor and delivery, a 7cm portion broke off and was retained in patient. Second epidural placed successfully. No further treatment is anticipated; however, a neuro consult will be obtained.